Event description:
It was reported that during a hand assisted nephrectomy activation switch button would not work consistently. A new like device was opened to complete the case with no patient consquence.